Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl. The cause of blood glucose level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 2 days later with the issue resolved. Tandem technical support did a full pump system check and confirmed that the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.